Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective sample valve. The fse replaced the sample valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results on their au480 instrument. The results were reported out of the laboratory and later amended. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The samples were repeated with results considered correct by the customer.